Manufacturer narrative:
The evaluation conclusion code was updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) electrograms (egm) showed what appeared to be noise oversensing from the respiratory rate trend feature. This was seen on the right atrial (ra) lead. It was also observed that the ra lead, from another manufacturer, had some out of range pace impedance trends greater than 3000 ohms. Isometrics and pocket manipulation testing was performed by the clinic, and only a slight noise on the right ventricular (rv) lead shock channel was noted. Rv lead measurements appeared to be within normal limits, while the left ventricular (lv) lead threshold appeared to be on the high side. The patient will be monitored. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) electrograms (egm) showed what appeared to be noise oversensing from the respiratory rate trend feature. This was seen on the right atrial (ra) lead. It was also observed that the ra lead, from another manufacturer, had some out of range pace impedance trends greater than 3000 ohms. Isometrics and pocket manipulation testing was performed by the clinic, and only a slight noise on the right ventricular (rv) lead shock channel was noted. Rv lead measurements appeared to be within normal limits, while the left ventricular (lv) lead threshold appeared to be on the high side. The patient will be monitored. No adverse patient effects were reported. The product remains in service. If additional information is received, this report will be updated.